Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre opti drain drainage catheter. Post procedure, it was noted that the drainage catheters connector was fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two electronic photos were provided for review. The first photo show partial view of drainage catheter, in which hub was noted to be cracked. The second photo show partial view of drainage catheter in which hub was completely cracked, and broken piece was noted to be missing. The investigation is confirmed for the reported catheter hub broke issue for both devices and the investigation is confirmed for the identified material separation issue for the second device. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.